Manufacturer narrative:
The insulin pump passed the self test and displacement test. The audio beeped properly during testing. The pump suspend alarmed beeps properly during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had vibrate anomaly. The customer¿s blood glucose level was unknown. The customer states that pump is not sounding alarms. Customers mother insists that customer is not hearing a suspend alarm. The insulin pump will be returned for analysis.